Event description:
It was reported that multiple intermittent cartridge alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The caller declined to answer additional questions, and no further information was provided regarding the outcome of the event.